Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all prerelease specifications. The device was discarded, so no engineering investigation could be performed. The gore® cardioform asd occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: repeat procedure to the septal defect.

Event description:
It was reported to gore that a 44mm gore® cardioform asd occluder was intended to be used to treat a patient with an atrial septal defect (asd) measuring 25mm with balloon sizing, with a minimal tissue bridge inside the asd defect. The implantation procedure on (B)(6) 2021 went well, the aortic rim was caught, and a small residual shunt was observed. The same residual shunt was observed during the first follow up after about 3 weeks. During the second follow up after about 2 month, it was reported that the residual shunt was larger and implanting a second device (a 30mm gore® cardioform septal occluder) was suggested. The patient denied and opted for a surgically closure in another hospital. The surgery on june 15, 2021 went well without any problems. The patient is doing well.